Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after two days of use, the cuff was found leaking during an overnight periodic check. Two attempts to refill the cuff with sterile water resulted in deflation. Unit was then replaced with a new tracheostomy tube. No adverse health outcome resulted from this event.

Manufacturer narrative:
One tube was returned for evaluation. Tube was injected with 8 ml of water and allowed to sit for 18 hours with no leakage observed. Review of device history found no anomalies or discrepancies. All parts are 100% leak tested by operator and quality assurance prior to packaging. Silicone cuffs are permeable to air and therefore subject to slow, spontaneous deflation. User should ensure proper amount of water is being injected and use either minimal leak or minimal occlusive volume techniques to establish the cuff and to ensure correct inflation at regular intervals. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.